Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after connecting the pump to a car charger the usb port started smoking. The customer stated there were no alerts or alarms and they continued to use the pump without issue. The customer had not attempted to charge the pump again until the day of the report. On the day of the report, the pump was unable to be charged. It was confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.